Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the pump not been serviced in the past 12 months. Review of the event history log was not applicable. Functional testing confirmed the air detector was out of function due to a faulty main board. The investigation determined the issue with the device was related to the air detector malfunctioning because of the main board. The main board was replaced.

Event description:
It was reported that the light sensor is defective and there is a crack in the screen. Per reporter, the defect was observed during functional testing in the workshop. Reporter stated: control function, error code unknown. There was unknown patient involvement.